Event description:
It was reported that during balloon dilatation in the heavily calcified internal iliac artery, the voyager balloon ruptured at an unk pressure. Hand injection was used for inflation. The entire balloon was removed intact without difficulty and there was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval summary: the device was not returned for analysis. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of mfg, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was heavily calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the inflation at an unk pressure. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the product mfg records did not reveal any non-conforming material records associated with this report. There is no indication of a lot specific product quality deficiency.